Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2005. Subsequently, it is alleged that the patient underwent revision procedure on (B)(6) 2010, due to pain, elevated cobalt and chromium levels, and tissue and bone reactions. Additional information received in the patient medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to aseptic loosening of the acetabular cup. Operative notes indicate slight metallosis. The operative notes confirm that the acetabular cup, modular head, and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6), 2005. Subsequently, it is alleged that patient underwent revision procedure on (B)(6), 2010, due to pain, elevated cobalt and chromium levels, and tissue and bone reactions.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00780-1 and 04461/04462).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". Number fifteen states, "elevated metal ion levels have been reported with metal on metal articulating surfaces". The product and lot identification necessary to review manufacturing history were not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.